Manufacturer narrative:
Evaluation codes, results: other (based on the information available no root cause can be determined). (B)(4).

Manufacturer narrative:
Patient's condition affected effectiveness of device (patient's vessel/lesion morphology - 90% lesion stenosis (stenosed by multiple ateromotosas plates)). (B)(4).

Event description:
Device evaluation: the delivery system was returned to the manufacturing facility along with the stent attached to the snare. No traces of blood or radio opaque were detected on the scuba device. The balloon was folded, heat setting mark was not clearly visible, but crimping marks were visible. The stent was removed from the snare but could not be analyzed because it was kinked and crushed. The length was measured and confirmed as scuba stent (length 55mm). No other abnormalities detected on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion with 90% stenosis (stenosed by multiple ateromotosas plates) using scuba stenting device. The vessel was not very tortuous. The device was removed from the packaging per IFU, inspected and prepped with no issues noted. It was reported that while advancing the device the stent came off the balloon in the patient. The physician then removed the stent immediately using a snare. Another scuba stent was used to complete the procedure. The physician stated the event was related to the device and procedure. Please note that this device (scuba co-cr stent) is distributed outside the united states: however, it is similar to the united states distributed product (scuba biliary stent).